Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. The subject device is said to be available however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during celio 3d anterior and posterior promontofixation, the capsure fixation device was used. It was reported that anterior prosthesis was successfully fixated by 3 fasteners, while attempted to fixate posterior prosthesis the fourth and fifth fasteners fired poorly and prosthesis got damaged. It was also reported that there was a risk of bleeding promontory and the procedure was completed by another capsure device. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. The subject device is said to be available however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental MDR is submitted to document the sample evaluation results. The evaluation of the returned device could not reproduce the reported event that the device failed to fixate the mesh. The device functioned as intended during simulated use testing, deploying the remaining four fasteners with no issues. No manufacturing anomalies found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during coelio 3d anterior and posterior promontofixation, the capsure fixation device was used. It was reported that anterior prosthesis was successfully fixated by 3 fasteners, while attempted to fixate posterior prosthesis the fourth and fifth fasteners fired poorly, and prosthesis got damaged. It was also reported that there was a risk of bleeding promontory, and the procedure was completed by another capsure device. There was no patient injury.